Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of an automix 3+3 compounder with two motors not turning properly was not confirmed and reproduced during product evaluation. The root cause could not be determined. No further testing has been completed at this time and no repairs have been performed as the referenced device has been removed from service.

Event description:
The facility reported an automix compounder with its two rotors not turning properly during use. There was no report of patient involvement, injury or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). This device is class ii exempt from having a 510(k) number. Its additional 510(k) number is k961008. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.